Event description:
The pt called lfs alleging one touch ultra meter was prompting the apply sample. Pt also reported that at times they would have to wiggle the test strip, upon insertion, to get the meter to recognize the strip. Pt reported contacting a medical professional for advice; however, no other treatment was sought. At some point in time they had obtained a 169mg/dl and taken insulin. The pt neither alleged harm nor experienced injury or medical intervention. The customer svc rep discovered that the pt would have to hold the back of the meter tightly to get it to work. The apply sample message was resolved, however, the meter was replaced due to the test strip port/casing issue. Based on the info supplied by the pts there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable.